Event description:
It was reported that prior to opening the box, attempts to interrogate the pulse generator were unsuccessful. Attempts to interrogate the device out of the box, using two differ- ent programmers again failed. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company sales representative.